Manufacturer narrative:
The device was received, and an evaluation is complete. During device evaluation a delayed keypad response was observed. The cause was identified to be a failed processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump a delayed keypad response was observed. No additional information is available.